Event description:
User experienced sporadic issues with low pt calcium results, which were normal when repeated on other cobas 6000 c501 s/n (B)(4) at customer site. A total of 5 pt samples were affected and discrepant. Sample type is serum. All repeat testing performed on other c501 s/n (B)(4). Sample 5, initial result gave 7.3; repeat gave 8.8 mg per dl. Initial results were reported, and corrected reports were issued with the repeat calcium results for these pt samples. No adverse events have been reported.

Event description:
User experienced sporadic issues with low pt calcium results, which were normal when repeated on other cobas 6000 c501 s/n (B)(4) at customer site. A total of 5 pt samples were affected and discrepant. Sample type is serum. All repeat testing performed on other c501 s/n (B)(4). Sample 3, initial result gave 6.5; repeat gave 8.2 mg per dl. Initial results were reported, and corrected reports were issued with the repeat calcium results for these pt samples. No adverse events have been reported.

Event description:
User experienced sporadic issues with low pt calcium results, which were normal when repeated on other cobas 6000 c501 s/n (B)(4) at customer site. A total of 5 pt samples were affected and discrepant. Sample type is serum. All repeat testing performed on other c501 s/n (B)(4). Sample 2, initial result gave 7.6; repeat gave 9.2 mg per dl. Initial results were reported, and corrected reports were issued with the repeat calcium results for these pt samples. No adverse events have been reported.

Event description:
User experienced sporadic issues with low pt calcium results, which were normal when repeated on other cobas 6000 c501 s/n (B)(4) at customer site. A total of 5 pt samples were affected and discrepant. Sample type is serum. All repeat testing performed on other c501 s/n (B)(4). Sample 4, initial result gave 6.4; repeat gave 8.0 mg per dl. Initial results were reported, and corrected reports were issued with the repeat calcium results for these pt samples. User said there was one pt treated (sample 4) because of the incorrect calcium result reported, but would not be able to obtain any info regarding treatment received or pt's current condition. No adverse events have been reported.

Event description:
User experienced sporadic issues with low pt calcium results, which were normal when repeated on other cobas 6000 c501 s/n (B)(4) at customer site. A total of 5 pt samples were affected and discrepant. Sample type is serum. All repeat testing performed on other c501 s/n (B)(4). Sample 1, initial result gave 6.1; repeat gave 7.6 mg per dl. Initial results were reported, and corrected reports were issued with the repeat calcium results for these pt samples. No adverse events have been reported.

Manufacturer narrative:
The field service rep found electronic failure in the ultrasonic mixer as the cause, and replaced ultrasonic mixer. To verify analyzer performance, controls were run and successful.

Manufacturer narrative:
The field service rep found electronic failure in the ultrasonic mixer as the cause, and replaced ultrasonic mixer. To verify analyzer performance, controls were run and successful.

Manufacturer narrative:
The field service rep found electronic failure in the ultrasonic mixer as the cause, and replaced ultrasonic mixer. To verify analyzer performance, controls were run and successful.

Manufacturer narrative:
The field service rep found electronic failure in the ultrasonic mixer as the cause, and replaced ultrasonic mixer. To verify analyzer performance, controls were run and successful.

Manufacturer narrative:
The field service rep found electronic failure in the ultrasonic mixer as the cause, and replaced ultrasonic mixer. To verify analyzer performance, controls were run and successful.